Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Oversensing could be reproduced with provocative testing. Lead damage was suspected but could not be confirmed via diagnostic imaging. The device was reprogrammed and the patient was stable and will continue to be monitored. There were no adverse consequences.